Event description:
It was reported that the device had unresponsive male/female iui. There was no patient involvement.

Manufacturer narrative:
Annex c: c07. Annex d: d02. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of unresponsive m/f iui was not confirmed. External investigation no damage to iui connectors but some dents on the front and rear cases. On 07-nov-2024, pcu device was received unboxed and with paperwork. Iui connectors test was done on asm and passed. Modules were connected on both iui channels and were detected. No faults found. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace damaged front and rear cases. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unresponsive male/female iui. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unresponsive male/female iui. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c07 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of unresponsive m/f iui was not confirmed. External investigation no damage to iui connectors but some dents on the front and rear cases. ¿ on 07-nov-2024, pcu device was received unboxed and with paperwork. ¿ iui connectors test was done on asm and passed. Modules were connected on both iui channels and were detected. No faults found. ¿ internal investigation was not deemed necessary. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center to replace damaged front and rear cases. ¿ failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.